Event description:
For approximately seven weeks, the pt reportedly was prescribed (date not given) IV antibiotics for treatment of infection. It was reproted that there was necrosis at the implant site. In 2004, the co was notified that pt's device was explanted.